Manufacturer narrative:
(B)(4). Batch #v95u5c. Additional information was requested and the following was provided: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) For the above questions we received the following answer: the stapler has only partially clamped on the tube stomach side during the third magazine, on the preparation side normally and the knife has also cut normally. Hole approx. 4 cm. Patient is still stationary. So far all is well. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the staple line did not properly closed. When device was opened, staple line completely opened. Staple line was over stitched. New device was opened.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2022. H6: component code: g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.